Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-1380 for a description of the second event. It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was to be use for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) in 2008. According the complainant, the device did not bow sufficiently. The physician attempted to complete the procedure with a second autotome rx sphincterotome device.

Manufacturer narrative:
No consequences or impact to patient (won't bow) the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month autotome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.